Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that use issue was the most likely cause of the access site bleeding. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
A 76 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported they successfully placed the impella in the right femoral artery post arrest. The patient developed a hematoma after removal of 14 fr peel-away and advancement of the impella repositioning sheath. Manual pressure was held and two (2) units of blood products were delivered to treat the hematoma-related blood volume loss